Event description:
The customer reported a motion disabled error message which caused a loss of motorized movements. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cell battery of the motion control unit pcb was evaluated and replaced. The system was tested, found to be working as intended and returned to service.